Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. The troubleshooting steps were provided for the power error detected. The customer was advised that the insulin pump will need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.